Event description:
It was reported that a smiths medical pump with a cadd cassette 100ml w/flowstop alarmed no disposable clamp tubing, unable to resolve, put on backup pump and received same alarm. Switched to new cassette also the week before she had the same issues. Sunday's current resvol 57ml, pump rate 42 ml/24h. The week before resvol had about 30ml. No adverse patient effects were reported.